Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer¿s blood glucose level ranged between 300-400 mg/dl. Reportedly, the customer reverted back to manual daily injections for insulin therapy.